Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2000 ohms. Additional information was received that the previous competitor¿s device interrogation, revealed elective replacement indicator (eri) and ventricular impedance greater than 9000 ohms with no ventricular capture. The lead was tested on pacing system analyzer (psa) and showed no capture at 10 millivolts with greater than 3000 ohms, however, no asystole was noted and the lead was appropriately connected to the device. The device was explanted due to normal battery depletion (nbd) while the rv lead was capped due to high threshold with no capture and high impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.